Event description:
It was reported that the user experienced high blood glucose levels and that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 28.7 mmol/l, which was treated with a manual injection. Upon troubleshooting, insulin did not exit with a fixed prime, and the insulin pump alarmed no delivery again. Insulin exited the tubing with a manual plunger push, as well as with a manual prime. The caller was advised that the insulin pump was working as designed. The caller was advised that the alarm had been caused by an infusion set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.